Event description:
Patient was implanted with bardport implanted port in 2007 for chemo therapy. Eight days later while in infusion therapy, port would not allow blood return and patient with complaint of pain with fluid challenge. Md was notified and patient was sent to fluoroscopy and found that the catheter had become disconnected from the port. The catheter was then retrieved under fluoroscopy to prevent the patient from immediate harm. The port is scheduled to be removed and replaced two days later.